Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges device caused her to have dka due to meter and pump not communicating. Caller experienced elevated blood glucose levels up to hi (>600 mg/dl). Caller was nauseous, vomiting, was fatigued and weak; was taken to hospital by her husband. Caller tested on the way with a reading of hi and self-treated with a 10 unit bolus via the pump. Her blood glucose level was 574 mg/dl upon arrival to the hospital; was admitted and treated with several different types of ivs with insulin being in one bag. Caller was released the next day. Requested alleged device for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.